Event description:
In 2007, the patient reported he has experienced elevated blood glucose readings from 390 mg/dl to "hi" since this morning. He stated he does not have any symptoms and has bolused insulin through his infusion device to try to correct his elevated blood glucose levels. To troubleshoot, the patient was instructed to disconnect from the infusion device and remove his headset. When he did so, he discovered the cannula was bent at a 90 degree angle. The patient was instructed to change his headset and test the infusion tubing which went through without error. On follow up on 10/17/07, the patient stated his blood glucose levels had returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.